Event description:
Spring bar popped off plate when advancing screw on adjacent side of the plate. The 10 minute delay to replace plate and screws. No adverse consequences were reported.

Event description:
Spring bar popped off plate when advancing screw on adjacent side of the plate. 10 minute delay to replace plate and screws. No adverse consequences were reported.

Manufacturer narrative:
The spring bar was visually confirmed to be deformed on the returned device. Dimensional and materials analysis were not completed due to the deformation being confirmed through visual inspection, as well as communication with the representative. Manufacturing files were reviewed and no anomalies were found. Conclusion: plausible root cause cannot be determined. Potential causes may be: user tilts guide off axis affecting screw path. Over-angulation of screwdriver which leads to unintended cantilever force. Guide not properly attached to plate. Guide/awl limits visibility. Blocker in locked position and spring bar does not freely move as screw progresses.

Manufacturer narrative:
The spring bar was visually confirmed to be deformed on the returned device. Dimensional and materials analysis were not completed due to the deformation being confirmed through visual inspection, as well as communication with the representative. Manufacturing files were reviewed and no anomalies were found. Conclusion: plausible root cause cannot be determined. Potential causes may be: user tilts guide off axis affecting screw path. Over-angulation of screwdriver which leads to unintended cantilever force. Guide not properly attached to plate. Guide/awl limits visibility. Blocker in locked position and spring bar does not freely move as screw progresses.

Event description:
Spring bar popped off plate when advancing screw on adjacent side of the plate. 10 minute delay to replace plate and screws. No adverse consequences were reported.